Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to electrical issues with the axes controller tornado (act) board from distal set-up joint (suj) and communication errors with the acu board, fiber and horizontal rolling loop cables from proximal suj.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal and distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. The distal suj unit was returned for failure analysis and the reported of arm 2 getting non-recoverable faults was confirmed but not replicated. In logs, errors 40084,32115,25730 errors were found indicating communication error on the act. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the and the unit started up in normal mode and no errors were triggered. The unit was then installed onto a patient side cart fixture test platform (pftp) and the unit passed all applicable test. The proximal (suj) unit was returned for failure analysis and the reported 32115 error were confirmed but not replicated. In logs, errors 32115 and 30 were confirmed indicating hardware communication faults reporting to the ac board. Tested proximal on patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 2 (usm2) was producing non-recoverable faults. The customer hard power cycled the system, and the error was cleared upon the power up. The technical service engineer (tse) confirmed the reported error on the usm2 in the system logs. The procedure was completed with no reported injury.